Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a follow-up, redness and discharge were observed at the implant site of this implantable cardioverter defibrillator (ICD). A system infection was suspected and this ICD was explanted. No additional adverse patient effects were reported.